Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. Mineral deposits and evidence of water ingress on the blower. Pil can confirm that there is evidence supporting water leaking into the machine, which suggests misuse (i.e. Overfilling water tank while water tank is in humidifier, moving device with water in the humidifier). Pil is able to confirm the presence of contamination in the airpath. Pil can also confirm the presence of mineral deposits suggesting the use of non-distilled water. Pil found no evidence of sound abatement foam degradation or breakdown. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.